Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not past neumatic test. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module assembly, oxygen blending module harness, system board, internal battery and power supply were replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was not past neumatic test. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not past neumatic test. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module assembly, oxygen blending module harness, system board and internal battery were replaced to address the issue. The oxygen blending module was evaluated by the manufacturer's product investigation laboratory (pil) and found the oxygen blending module functioned as designed and operated without issue or error codes.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not past pneumatic test. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module assembly, oxygen blending module harness, system board, internal battery and power supply were replaced to address the issue. The devices power supply was not replaced to address the issue.